Event description:
The user facility reported to terumo cardiovascular systems that during non-clinical activity, the endoscope was mishandled during sterilization process and the shaft got bent. There was no pt involvement as this occurred during non-clinical activity.

Manufacturer narrative:
Terumo received the actual device; upon eval, the complaint was confirmed. Visual inspection noted a dent nearby the eyepiece of the shaft. The dent caused the bend in the tube which resulted in damage to the internal optical system. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.